Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper handling of the product. This may have prevented the discrepancies identified in the complaint. Specifically the IFU states; never apply excessive force to connectors. This could damage the connectors. In addition, a review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. A communication issue between the scope and the controller occurred because the terminal of the video connector socket was deformed. This most likely cause the processor to be unable to recognize the scope, the front panel button to be ineffective, and that endoscopic images to no longer be available. As it occurred in about three and a half years since the equipment was installed, it is somewhat likely that the video connector socket terminals were deformed because an excessive load was applied to the video connector socket terminals when the scope was connected due to a missing tip of the scope connector or foreign matter adhering to the terminals.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The customer returned this device to olympus because the airflow button and lamp button did not work while using the device in conjunction with a endoscope gif-lv1. The event occurred during preparation for use. The intended procedure was canceled. Olympus inspected the device at the service department of olympus (B)(4) limited and found that the front panel and the connector socket were defective and no endoscopic image was displayed. The no image issue is a reportable malfunction. There was no report of patient injury associated with this event.